Event description:
It was reported by a customer in the USA that, atracheal tube exhibited an unknown malfunction. Although requested, there is no additional information available regarding the event, the lot number, or if there was patient involvement.

Manufacturer narrative:
The lot number was not provided, and the device will not be returned for an investigation. (B)(4).

Manufacturer narrative:
Covidien received additional information from the customer informing that there was a miscommunication regarding product ID # 86011. They have ordered the magil type tracheal tubes, instead of ordering the murphy eye type. Therefore, please ignore the complaint created in error, as there was no malfunction with the devices. Please disregard report # 2936999-2014-00912. (B)(4).